Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic amplitude. This occurred less than two months post-implant. Technical services discussed the information with the caller. The local representative checked the device and found good sensing in the alternate sensing vector. The conditional zone and shock zone have now been reprogrammed. There were no additional adverse patient effects. The system remains implanted.